Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: a review of the pump¿s black box showed no alarms outside of normal use. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump ez-prime¿ steps were performed correctly and the pump was exercised for 24 hours with no alarms occurring. The pump case was removed and no intermittent conditions were found inside the pump. The complaint of a call service alarm issue was not duplicated during investigation. Unrelated to the call service alarm issue, investigation revealed a dim, discolored display screen. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.